Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted. The customer contact indicated that "the door is broken causing free flow." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.